Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006429. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-17. Medical device lot #: 2012407. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: when drawing from the vial the vaccine is leaking from the insertion point and dripping down the needle. Where the leak is happening, eg within the barrel - when drawing from the vial the vaccine is leaking, not dripping - from the insertion point and dripping down the needle.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot numbers 2006429 and 2012407. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and twenty unused samples from the reported lot numbers were returned for evaluation by our quality engineer team. One of the pictures shows three vials of medication and the other pictures show the blister packaging of the product. The picture samples could not confirm the reported defect. The samples were tested and no signs of leakage were observed. Based on the investigation results and with the absence of the affected sample, an exact cause related to the manufacturing process could not be determined for this incident. Per the provided feedback, it is possible that the reported issue was a consequence of damage to the plunger lip component; however, this cannot be determined without the affected sample.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: when drawing from the vial the vaccine is leaking from the insertion point and dripping down the needle. ¿ where the leak is happening, eg within the barrel - when drawing from the vial the vaccine is leaking, not dripping - from the insertion point and dripping down the needle.